Manufacturer narrative:
Iris field service engineer (fse) was at the customer site on (B)(6) 2015. The field service engineer replaced the evacuation by-pass valve (ebv), peristaltic pump cassettes, and flow cell to resolve the issue of positive control and focus failure.. The system was operational. Bec internal identifier for this report is (B)(4).

Event description:
The customer reported that the positive control was failing low on the iq 200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.